Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed seven years remaining longevity two years ago. During the recent device check, the device reached elective replacement indicator (eri). Latest device transmission showed that the device was using 633 percent of power. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 69 microwatts; however, this device was consuming 272 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker showed seven years remaining longevity two years ago. During the recent device check, the device reached elective replacement indicator (eri). Latest device transmission showed that the device was using 633 percent of power. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 69 microwatts; however, this device was consuming 272 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information indicated that the device exhibited premature battery depletion (pbd). Furthermore, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that this pacemaker showed seven years remaining longevity two years ago. During the recent device check, the device reached elective replacement indicator (eri). Latest device transmission showed that the device was using 633 percent of power. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 69 microwatts; however, this device was consuming 272 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information indicated that the device exhibited premature battery depletion (pbd). Furthermore, the device was explanted. No additional adverse patient effects were reported.